Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The product remains implanted, therefore no product analysis can be performed. (B)(4).

Manufacturer narrative:
Additional information was received that the patient expired from chronic respiratory failure 92 days post-implant. It was reported that the death was not related to the valve or its function, nor was there any allegation that the valve contributed to the patient's death. An autopsy was not performed and the device was not explanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl most likely was due to the sub-optimal position of the valve (too high). It cannot be determined from the available information whether the valve was placed higher than intended or if it was only determined during intervention that the valve was too high. Potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others. A root cause could not be established from the information available. Dislodgement events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. It was reported that the valve was snared into the ascending aorta. Per corevalve instructions for use (IFU), ¿once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." The report of death 92 days post-implant was ascertained to be unrelated to the valve or its function; no further action is recommended at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion; the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high in the annulus resulting in severe paravalvular leak (pvl). The valve dislodged when it was released from the delivery catheter system (dcs) and was snared into the ascending aorta. Another valve was implanted successfully at a proper depth. No adverse patient effects were reported.